Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4) - supplemental MDR - leakage other. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had leakage. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. We have received a quality complaint on product sold to our customer. Please contact the customer, cc and include complaint# (B)(4) on any future communications. Injuries or adverse event: no. Item: 309628, quantity affected: (B)(4) boxes, serial/lot number: 3207362 and 5065191, po: (B)(4). Are any samples available for return? Yes. Reported issue: leaking around plunger. Customer disposition request: credit.